Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the product "trp4046" was inserted in the usual way and continued to operate with the cs300. The alarm sounded on the following day and when the iab catheter was checked, a blood clot was found in the external tube (and in the cs300 connection). No injury or harm reported to the patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation , investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood was found on the exterior and interior of the device and between catheter and sheath. The sheath was returned over the catheter tubing. Three kinks were observed on the catheter approximately 76.2cm, 74.4cm and 66.5cm from the iab tip. The extender tubing and three-way stopcock were also returned back. The inner-lumen was found to be occluded, the occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed, and a leak was detected on the rear seal approximately 10in/25.4cm from the iab tip measuring 0.010in / 0.025cm in length. The complaint was confirmed in determining that the cause of the blood in tubing during use came from a leak in the rear seal area of the iab. The DHR was reviewed to determine that the device followed all standard manufacturing processes in the assembly of the product and was deemed acceptable before leaving the manufacturing facility. The current controls for detecting leaks from the rear seal area of the iab include visual inspection immediately after rf welding the membrane onto the catheter, and leak testing checks which are conducted twice by both production and qc inspection. Therefore, the root cause on when or why the leak happened cannot be determined, as the current controls show that it cannot have happened during the manufacture of the device; the device is determined to have failed only after leaving the manufacturing facility. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a